Manufacturer narrative:
The handpiece was not sent in for evaluation. The unit was evaluated and found no water regulation due to debris in entire water system and hp cable. Also found intermittent activation due to fc cord and no batteries in fc.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron g132 scaler, the handpiece and inserts were heating up; no injury resulted.